Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found. (B)(4) .

Event description:
It was reported that the physician had difficulty inserting the implantable cardiac monitor into the pocket. The icm kept coming out of the implant tool during insertion. A new icm was implanted without difficulty. No patient complications have been reported as a result of this event.